Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the black box showed no evidence of a short battery life issue. The pump powered up with the returned battery cap and was able to fully tighten. The battery compartment was cracked from the thread area to the case seal. No evidence of moisture contamination was found in the battery compartment. The current readings were within specifications. The pump case was removed to find no evidence of moisture or loose components. The battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was damaged with a battery life issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.